Manufacturer narrative:
(B)(4).

Event description:
Additional information received for this case. Both type iii fabric endoleaks were oversewn and the type iii fabric endoleaks were s uccessfully resolved.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm diameter abdominal aortic aneurysm. It was reported that a follow-up CT showed there was impending loss of seal at the proximal end of the bifurcated stent graft and the aneurysm was found to have grown slightly. The patient had another manufacturer¿s fenestrated cuff implanted four years post index procedure. The patient presented recently and the aneurysm was approximately 10 cm in diameter. The surgeon proceeded with an open procedure, where the stent graft was left in situ but the aortic neck was banded to provide optimal seal. The consultant noticed a type iii endoleak, fabric at the crotch of the flow divider at the stitch and another type iii endoleak, fabric on the contralateral side just after the stub. The physician stated the cause of the endoleak is unknown. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.